Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , several faint episodes [faint] , nasal fracture [fractured nose] , loss of consciousness [loss of consciousness] , diarrhea [diarrhea] , asthenia [asthenia] , lipothymic malaise [malaise] , abdominal pain [abdominal pain] , moral [low mood] , swollen legs (important edema) [lower leg edema] , tachycardia [tachycardia] , respiratory difficulties [difficulty breathing] , heavy fatigue [fatigue extreme] , persistent sleep disorders [sleep disorder] , faintness at work [faint] , headaches [headache] , trembling of the legs, jaw and hands [trembling] , swollen eyelids [swollen eyelid] , blurred vision [blurred vision] , nystagmus [nystagmus] , vertigo [vertigo] ,ear pain [ear pain], pain in the nerves of the left side of the face [facial neuralgia] , neck pain [neck pain] ,right lumbar pain [lumbar pain] , pain in calves [pain in calf] , muscle & joint pain [arthromyalgia] , right lower abdominal pain [right lower quadrant pain] , nausea [nausea] , difficulty walking [difficulty in walking], difficulty and standing upright [difficulty in standing], loss of appetite [appetite lost] , loss of autonomy [loss of personal independence in daily activities] , she had sick leave of 6 months [sick leave] , urinary disorder [urinary tract disorder] , hearing loss [hearing loss] , depression [depression] , amenorrhea (absence of menstruation) [amenorrhea] , dyspareunia [dyspareunia] , stress [stress] , 10 kg weight loss [weight loss] , this fainting spell, which resulted in a fall, caused a broken nose [fall] , dehydration [dehydration] , vestibular neuritis [vestibular neuritis] , malaise [malaise] , gastritis [gastritis] , lipothymic malaise [malaise] , feelings of muscle weakness in the arms and legs [weakness of limbs] , tingling [tingling] , more recent right pelvic pain, sometimes with liquid stools [stools watery] , dry mouth [dry mouth] , dry eye syndrome developing recently [dry eye syndrome] , dizziness [dizziness] , joint pain [joint pain] , small focal adenomyosis [adenomyosis] , sick leave [sick leave] , a punctiform scar on the left side of the navel c [scar] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), several episodes of syncope ("several faint episodes" and "faintness at work"), craniofacial fracture ("nasal fracture"), several episodes of diarrhea ("diarrhea") and loss of consciousness ("loss of consciousness") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section and twin pregnancy, delivered in 2001 and obesity, hormonal imbalance, ovarian cystectomy, chronic sinusitis (B)(6) 2007 hospitalization for chronic sinusitis in the context of an allergy), smoker (smoking 10 to 20 cigarettes per day), tetany, migraine, appendectomy, drug allergy (allergies to penicillin and tetracyclines), infection, metrorrhagia, pelvic pain and parity 2. Previously administered products included: jasmine, jasminelle and mirena. Concurrent conditions were listed as procedural pain and amenorrhea. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced a first episode of malaise ("lipothymic malaise"). On (B)(6) 2015 she experienced amenorrhoea ("amenorrhea (absence of menstruation)"). On (B)(6) 2016 she experienced dyspareunia ("dyspareunia"). On (B)(6) 2017 she experienced stress ("stress") and was found to have weight decreased ("10 kg weight loss"). On (B)(6)2018 she experienced oedema peripheral ("swollen legs (important edema)"). On (B)(6) 2018 she experienced tachycardia ("tachycardia"). On (B)(6) 2018 she experienced dyspnoea ("respiratory difficulties") and fatigue ("heavy fatigue"). In (B)(6) 2018 she experienced a first episode of syncope (seriousness criterion hospitalisation), craniofacial fracture (seriousness criterion hospitalisation) and swelling of eyelid ("swollen eyelids"). On (B)(6) 2018 she experienced sleep disorder ("persistent sleep disorders"). On (B)(6) 2018 she experienced a second episode of syncope. Essure was removed in (B)(6) 2018. In 2018 she experienced headache ("headaches"), tremor ("trembling of the legs, jaw and hands"), a first episode of diarrhea, vision blurred ("blurred vision"), nystagmus ("nystagmus"), vertigo ("vertigo"), ear pain ("ear pain"), trigeminal neuralgia ("pain in the nerves of the left side of the face"), neck pain ("neck pain"), back pain ("right lumbar pain"), pain in extremity ("pain in calves"), arthromyalgia ("muscle & joint pain"), abdominal pain lower ("right lower abdominal pain"), nausea ("nausea"), gait disturbance ("difficulty walking"), dysstasia ("difficulty and standing upright"), decreased appetite ("loss of appetite"), loss of personal independence in daily activities ("loss of autonomy"), a first episode of sick leave ("she had sick leave of 6 months"), urinary tract disorder ("urinary disorder"), deafness ("hearing loss") and depression ("depression"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), abdominal pain ("abdominal pain"), depressed mood ("moral"), loss of consciousness (seriousness criterion hospitalisation), fall ("this fainting spell, which resulted in a fall, caused a broken nose"), dehydration ("dehydration"), vestibular neuronitis ("vestibular neuritis"), a second episode of malaise ("malaise"), a second episode of diarrhea (seriousness criterion hospitalisation), gastritis ("gastritis"), a third episode of malaise (" lipothymic malaise"), muscular weakness ("feelings of muscle weakness in the arms and legs"), paraesthesia ("tingling"), stools watery ("more recent right pelvic pain, sometimes with liquid stools"), dry mouth ("dry mouth"), dry eye ("dry eye syndrome developing recently"), dizziness ("dizziness"), joint pain ("joint pain"), adenomyosis ("small focal adenomyosis"), a second episode of sick leave ("sick leave") and scar ("a punctiform scar on the left side of the navel c"). The patient was hospitalised from (B)(6) 2018 for an unknown duration, from (B)(6) 2018 for an unknown duration and from (B)(6) 2018 .the patient was treated with rocephine (ceftriaxone sodium), lyrica (pregabalin) and acupan (nefopam hydrochloride) as well as surgery (subtotal hysterectomy with salpingectomy by laparoscopy) and non-drug therapy (vestibular physiotherapy then ent specialist consultation). At the time of the report, the dizziness and joint pain were resolving, the headache, tremor, nystagmus, nausea and muscular weakness had resolved and the pelvic pain, fatigue, urinary tract disorder and deafness had not resolved. The outcomes for craniofacial fracture, asthenia, abdominal pain, depressed mood, oedema peripheral, tachycardia, dyspnoea, sleep disorder, swelling of eyelid, vision blurred, vertigo, ear pain, trigeminal neuralgia, neck pain, back pain, pain in extremity, arthralgia, abdominal pain lower, gait disturbance, dysstasia, decreased appetite, loss of personal independence in daily activities, depression, amenorrhoea, dyspareunia, stress, weight decreased, loss of consciousness, fall, vestibular neuronitis, gastritis, paraesthesia, stools watery, dry mouth, dry eye, adenomyosis, scar, the last episode of syncope, the last episode of diarrhea, the last episode of sick leave and the last episode of malaise were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, amenorrhoea, arthromyalgia, joint pain, asthenia, back pain, craniofacial fracture, deafness, decreased appetite, dehydration, depressed mood, depression, the first episode of diarrhea, the second episode of diarrhea, stools watery, dizziness, dry eye, dry mouth, dyspareunia, dyspnoea, dysstasia, ear pain, fall, fatigue, gait disturbance, gastritis, headache, loss of consciousness, loss of personal independence in daily activities, the first episode of malaise, the second episode of malaise, the third episode of malaise, muscular weakness, nausea, neck pain, nystagmus, oedema peripheral, pain in extremity, paraesthesia, pelvic pain, scar, the first episode of sick leave, the second episode of sick leave, sleep disorder, stress, swelling of eyelid, the first episode of syncope, the second episode of syncope, tachycardia, tremor, trigeminal neuralgia, urinary tract disorder, vertigo, vestibular neuronitis, vision blurred and weight decreased to be related to essure administration. The reporter commented: in no-2018, she had a consultation with a gynecologist. In beginning of (B)(6) 2018, subtotal hysterectomy for essure removal which led to the end of symptoms within about one month (vertigo, trembling, diffuse pain) the patient reported medical wandering as nobody believed her, depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.142 kg/sqm. [Biopsy stomach] in 2018: negative [colonoscopy] in 2018: negative [colposcopy] on (B)(6) 2017: cin 2, high-grade warts, and flat condyloma. A conization was recommended. [Computerised tomogram] on (B)(6) 2018: did not reveal any pathological findings. [Computerised tomogram pelvis] in 2018: negative; (date unknown): an ovarian cyst larger than 5 cm [echocardiogram] on (B)(6) 2018: normal [electromyogram] in 2018: negative [endoscopy] in 2018: nagative [loop electrosurgical excision procedure] on (B)(6) 2017: 25 x 20 x 16 mm. Low-grade cin 1 lesions were resected clear. [Lumbar puncture] in 2018: negative [magnetic resonance imaging head] in 2018: negative [magnetic resonance imaging pelvic] in 2018: negative [oesophagogastroscopy] on (B)(6) 2018: slight antral gastritis biopsied. Systematic duodenal biopsies. [Serology test] in 2018: negtive [ultrasound doppler] in 2018: neagtive [ultrasound scan] on (B)(6) 2008: iud was in place; on (B)(6) 2012: mirena iud was replaced. Iud in place at ultrasound check-up.; on (B)(6) 2015: as conducted, which confirmed that the essure device was correctly positioned. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-feb-2026: events amenorrhea, dyspareunia, stress, 10 kg weight loss, loss of consciousness, this fainting spell, which resulted in a fall, caused a broken nose, dehydration, vestibular neuritis, malaise, diarrhea, gastritis, lipolytic malaise, feelings of muscle weakness in the arms and legs, tingling, stool watery, dry mouth, dry eye syndrome, dizziness, joint pain, adenomyosis, sick leave, scar were added. Medical history & concomitant conditions were added. Treatment drugs & lab data updated. Essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , lipothymic malaise [malaise] , asthenia [asthenia] , abdominal pain [abdominal pain], moral [low mood] , swollen legs (important edema) [lower leg edema] , several faint episodes [faint] , nasal fracture [fractured nose] , tachycardia [tachycardia] , respiratory difficulties [difficulty breathing], heavy fatigue [fatigue extreme], persistent sleep disorders [sleep disorder] , faintness at work [faint] , headaches [headache] , trembling of the legs, jaw and hands [trembling] , diarrhea [diarrhea] , swollen eyelids [swollen eyelid] , blurred vision [blurred vision] , nystagmus [nystagmus], vertigo [vertigo] , ear pain [ear pain], pain in the nerves of the left side of the face [facial neuralgia] , neck pain [neck pain] , right lumbar pain [lumbar pain] , pain in calves [pain in calf] , muscle & joint pain [arthromyalgia] , right lower abdominal pain [right lower quadrant pain] , nausea [nausea] , difficulty walking [difficulty in walking], difficulty and standing upright [difficulty in standing] , loss of appetite [appetite lost] , loss of autonomy [loss of personal independence in daily activities] , she had sick leave of 6 months [sick leave] , urinary disorder [urinary tract disorder] , hearing loss [hearing loss], depression [depression] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), several episodes of syncope ("several faint episodes" and "faintness at work") and craniofacial fracture ("nasal fracture") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced malaise ("lipothymic malaise"). On (B)(6) 2018 she experienced oedema peripheral ("swollen legs (important edema)"). On (B)(6) 2018 she experienced tachycardia ("tachycardia"). On (B)(6) 2018 she experienced dyspnoea ("respiratory difficulties") and fatigue ("heavy fatigue"). In (B)(6) 2018 she experienced a first episode of syncope (seriousness criterion hospitalisation), craniofacial fracture (seriousness criterion hospitalisation) and swelling of eyelid ("swollen eyelids"). On (B)(6) 2018 she experienced sleep disorder ("persistent sleep disorders"). On (B)(6) 2018 she experienced a second episode of syncope. Essure was removed in (B)(6) 2018. In 2018 she experienced headache ("headaches"), tremor ("trembling of the legs, jaw and hands"), diarrhoea ("diarrhea"), vision blurred ("blurred vision"), nystagmus ("nystagmus"), vertigo ("vertigo"), ear pain ("ear pain"), trigeminal neuralgia ("pain in the nerves of the left side of the face"), neck pain ("neck pain"), back pain ("right lumbar pain"), pain in extremity ("pain in calves"), arthralgia ("muscle & joint pain"), abdominal pain lower ("right lower abdominal pain"), nausea ("nausea"), gait disturbance ("difficulty walking"), dysstasia ("difficulty and standing upright"), decreased appetite ("loss of appetite"), loss of personal independence in daily activities ("loss of autonomy"), sick leave ("she had sick leave of 6 months"), urinary tract disorder ("urinary disorder"), deafness ("hearing loss") and depression ("depression"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), abdominal pain ("abdominal pain") and depressed mood ("moral"). The patient was hospitalised from (B)(6) 2018 for an unknown duration. The patient was treated with surgery (subtotal hysterectomy) and non-drug therapy (vestibular physiotherapy then ent specialist consultation). At the time of the report, the headache and tremor had resolved and the pelvic pain, fatigue, nausea, urinary tract disorder and deafness had not resolved. The outcomes for malaise, asthenia, abdominal pain, depressed mood, oedema peripheral, craniofacial fracture, tachycardia, dyspnoea, sleep disorder, diarrhoea, swelling of eyelid, vision blurred, nystagmus, vertigo, ear pain, trigeminal neuralgia, neck pain, back pain, pain in extremity, arthralgia, abdominal pain lower, gait disturbance, dysstasia, decreased appetite, loss of personal independence in daily activities, sick leave, depression and the last episode of syncope were unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, craniofacial fracture, deafness, decreased appetite, depressed mood, depression, diarrhoea, dyspnoea, dysstasia, ear pain, fatigue, gait disturbance, headache, loss of personal independence in daily activities, malaise, nausea, neck pain, nystagmus, oedema peripheral, pain in extremity, pelvic pain, sick leave, sleep disorder, swelling of eyelid, the first episode of syncope, the second episode of syncope, tachycardia, tremor, trigeminal neuralgia, urinary tract disorder, vertigo and vision blurred to be related to essure administration. The reporter commented: in no-2018, she had a consultation with a gynecologist. In beginning of (B)(6) 2018, subtotal hysterectomy for essure removal which led to the end of symptoms within about one month (vertigo, trembling, diffuse pain) the patient reported medical wandering as nobody believed her, depression. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy stomach] in 2018: negative, [colonoscopy] in 2018: negative, [computerised tomogram pelvis] in 2018: negative, [echocardiogram] on (B)(6) 2018: normal, [electromyogram] in 2018: negative, [endoscopy] in 2018: nagative, [lumbar puncture] in 2018: negative, [magnetic resonance imaging head] in 2018: negative, [magnetic resonance imaging pelvic] in 2018: negative, [serology test] in 2018: negtive, [ultrasound doppler] in 2018: neagtive. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Several faint episodes [faint]. Nasal fracture [fractured nose]. Lipothymic malaise [malaise]. Asthenia [asthenia]. Abdominal pain [abdominal pain]. Moral [low mood]. Swollen legs (important edema) [lower leg edema]. Tachycardia [tachycardia]. Respiratory difficulties [difficulty breathing]. Heavy fatigue [fatigue extreme]. Persistent sleep disorders [sleep disorder]. Faintness at work [faint]. Headaches [headache]. Trembling of the legs, jaw and hands [trembling]. Diarrhea [diarrhea]. Swollen eyelids [swollen eyelid]. Blurred vision [blurred vision]. Nystagmus [nystagmus]. Vertigo [vertigo]. Ear pain [ear pain]. Pain in the nerves of the left side of the face [facial neuralgia]. Neck pain [neck pain]. Right lumbar pain [lumbar pain]. Pain in calves [pain in calf]. Muscle & joint pain [arthromyalgia]. Right lower abdominal pain [right lower quadrant pain]. Nausea [nausea]. Difficulty walking [difficulty in walking]. Difficulty and standing upright [difficulty in standing]. Loss of appetite [appetite lost]. Loss of autonomy [loss of personal independence in daily activities]. She had sick leave of 6 months [sick leave]. Urinary disorder [urinary tract disorder]. Hearing loss [hearing loss]. Depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), several episodes of syncope ("several faint episodes" and "faintness at work") and craniofacial fracture ("nasal fracture") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced malaise ("lipothymic malaise"). On (B)(6) 2018, she experienced oedema peripheral ("swollen legs (important edema)"). On (B)(6) 2018, she experienced tachycardia ("tachycardia"). On (B)(6) 2018, she experienced dyspnoea ("respiratory difficulties") and fatigue ("heavy fatigue"). On (B)(6) 2018, she experienced a first episode of syncope (seriousness criterion hospitalisation), craniofacial fracture (seriousness criterion hospitalisation) and swelling of eyelid ("swollen eyelids"). On (B)(6) 2018, she experienced sleep disorder ("persistent sleep disorders"). On (B)(6) 2018, she experienced a second episode of syncope. Essure was removed on (B)(6) 2018. In 2018, she experienced headache ("headaches"), tremor ("trembling of the legs, jaw and hands"), diarrhoea ("diarrhea"), vision blurred ("blurred vision"), nystagmus ("nystagmus"), vertigo ("vertigo"), ear pain ("ear pain"), trigeminal neuralgia ("pain in the nerves of the left side of the face"), neck pain ("neck pain"), back pain ("right lumbar pain"), pain in extremity ("pain in calves"), arthralgia ("muscle & joint pain"), abdominal pain lower ("right lower abdominal pain"), nausea ("nausea"), gait disturbance ("difficulty walking"), dysstasia ("difficulty and standing upright"), decreased appetite ("loss of appetite"), loss of personal independence in daily activities ("loss of autonomy"), sick leave ("she had sick leave of 6 months"), urinary tract disorder ("urinary disorder"), deafness ("hearing loss") and depression ("depression"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), abdominal pain ("abdominal pain") and depressed mood ("moral"). The patient was hospitalised from on (B)(6) 2018 for an unknown duration. The patient was treated with surgery (subtotal hysterectomy) and non-drug therapy (vestibular physiotherapy then ent specialist consultation). At the time of the report, the headache and tremor had resolved and the pelvic pain, fatigue, nausea, urinary tract disorder and deafness had not resolved. The outcomes for malaise, asthenia, abdominal pain, depressed mood, oedema peripheral, craniofacial fracture, tachycardia, dyspnoea, sleep disorder, diarrhoea, swelling of eyelid, vision blurred, nystagmus, vertigo, ear pain, trigeminal neuralgia, neck pain, back pain, pain in extremity, arthralgia, abdominal pain lower, gait disturbance, dysstasia, decreased appetite, loss of personal independence in daily activities, sick leave, depression and the last episode of syncope were unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, craniofacial fracture, deafness, decreased appetite, depressed mood, depression, diarrhoea, dyspnoea, dysstasia, ear pain, fatigue, gait disturbance, headache, loss of personal independence in daily activities, malaise, nausea, neck pain, nystagmus, oedema peripheral, pain in extremity, pelvic pain, sick leave, sleep disorder, swelling of eyelid, the first episode of syncope, the second episode of syncope, tachycardia, tremor, trigeminal neuralgia, urinary tract disorder, vertigo and vision blurred to be related to essure administration. The reporter commented: in no-2018, she had a consultation with a gynecologist. In beginning on (B)(6) 2018, subtotal hysterectomy for essure removal which led to the end of symptoms within about one month (vertigo, trembling, diffuse pain) the patient reported medical wandering as nobody believed her, depression. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy stomach] in 2018: negative. [Colonoscopy] in 2018: negative. [Computerised tomogram pelvis] in 2018: negative. [Echocardiogram] on (B)(6) 2018: normal. [Electromyogram] in 2018: negative. [Endoscopy] in 2018: negative. [Lumbar puncture] in 2018: negative. [Magnetic resonance imaging head] in 2018: negative. [Magnetic resonance imaging pelvic] in 2018: negative. [Serology test] in 2018: negative. [Ultrasound doppler] in 2018: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.